Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a zone 9 infrarenal abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses. It was reported that when the physician attempted to complete stage 1 of deployment, the physician rotated the white handle and pulled (first stage of deployment) the handle; there was a good amount of string that came with it, but the graft did not deploy at all. We removed the fully constrained device through the sheath and implanted another device in it¿s place to conclude the procedure. The device was inspected on the back table and confirmed the deployment line (string) tore near the graft. The device was not deployed and nothing was explanted. It was withdrawn from the patient and another device was used without issue to conclude the procedure. The patient tolerated the procedure with good results.